Manufacturer narrative:
Revision occurred after 11 months due to pain at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 11 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to pain at the implant site, with the patient reporting that they felt as if they were dislocating. The representative notes that the patient has "severe anxiety issues". A 32 mm eccentric glenosphere and a 32 mm + 3 standard humeral cup were explanted. These items were replaced with a 36 mm eccentric glenosphere and a 36 mm + 3 135/145* stability humeral cup.